Event description:
Following a code in the operating room, biomedical engineering attempted to retreive data from anesthesia monitor. Data retreival was unsuccessful. Monitor secured and ohmeda on site evaluation requested. Evaluation performed next day by ohmeda with full system check. Unable to retreive data but unit tested okay by ohmeda.